Event description:
During incoming inspection, the distributor rejected this device, 130309a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received five 130309a in original packaging. Lot numbers were verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal in two of the devices. A possible cause for this issue may be due to improper sealing and/ or handling during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 5 devices for this lot number and failure mode; however, only 2 are confirmed. A two-year review of complaint history revealed there has been a total of 249 reports, regarding 1,173 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken or damaged. We will continue to monitor for trends through the complaint system to assure patient safety.